Event description:
Had to reach in, pull out hunks of cotton- vagina [foreign body in reproductive tract] falling apart, hunks of cotton- tampon [device breakage] tampons falling apart when I take them out...I've had to reach in and pull out hunks of cotton [complication of device removal] consumer sent e-mail stating the tampons were falling apart when she took them out. No serious injury was reported.

Event description:
Had to reach in, pull out hunks of cotton- vagina, foreign body in reproductive tract; falling apart, hunks of cotton- tampon, device breakage/. Tampons falling apart when I take them out. I've had to reach in and pull out hunks of cotton, complication of device removal. Consumer sent e-mail stating the tampons were falling apart when she took them out. No serious injury was reported.

Event description:
Had to reach in, pull out hunks of cotton- vagina [foreign body in reproductive tract] falling apart, hunks of cotton- tampon [device breakage]. Tampons falling apart when I take them out...I've had to reach in and pull out hunks of cotton [complication of device removal]. Consumer sent e-mail stating the tampons were falling apart when she took them out. No serious injury was reported.